Event description:
According to the reporter: after firing the ta stapler a small hole was noticed at the end of the staple line. No further patient impact was reported. Additional information has not been provided after attempts to obtain information.

Manufacturer narrative:
MDR initial report submitted: 12/30/2008.